Event description:
High impedances were noted to the subject device. Reportedly, few hours after implantation on (B)(6) 2013 the pt refers dizziness. A f/u was performed accordingly. During the check a warning message concerning high impedance appeared. However, during the following impedance measurements performed, the impedance values remain normal and stable (around 450ohms), also during provocative maneuvers. Analyzing the impedance curve, these peaks happening at 11:30 and 15:40. During the following days, the impedance remained normal and stable. A re-intervention was performed on (B)(6) 2013. During the procedure no connection issue was noted. No irregularities were noted to the lead when measured by psa. A new pacemaker was implanted.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.